Event description:
During an egd with dilation, the bard savory guidewire spring tip disconnected from the wire. This was discovered when the scope and wire were removed from the pt. The spring tip was still in the pt's stomach. The pt was endoscoped again and the spring tip removed by snaring and withdrawal.